Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with an allergic reaction at the sensor site. The customer had contact with a healthcare professional and received an antibiotic for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was returned and no issues were observed with it. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with an allergic reaction at the sensor site. The customer had contact with a healthcare professional and received an antibiotic for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with an allergic reaction at the sensor site. The customer had contact with a healthcare professional and received an antibiotic for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be conducted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.